Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, air was aspirated. Air was completely removed after inserting the sheath, but air was aspirated when removing air after inserting the farawavenav catheter (boston scientific). After advancing the catheter a little, the issue was not resolved, and air was aspirated. The catheter was removed, and when drawing blood from the port again, almost no air was aspirated and only blood was drawn. When the catheter was advanced again, a similar event occurred. There was a slight leakage of blood from the port, so there was a possibility that there was looseness of the valve when inserting the catheter. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient.